Event description:
There was no patient involved in this event. This device malfunctioned because the pad unit powers on without manual intervention.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in july 2011 and performed to specification up to the 27th july 2014. Multiple manual power ups of ten minutes duration were observed in the device memory between (B)(4) 2014. The device failed a self-test due to a low battery on 26th october 2014. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The ten minute time outs , the measurements taken and the excess current drain would confirm a failing membrane. The green status led was observed to be constantly lit, this is a symptom of membrane failure. The fault could not be replicated with a new membrane fitted. Voltage fluctuation was observed over the pogo-pins however this did not affect the devices ability to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.